Manufacturer narrative:
Siemens has completed an investigation of the reported event. Investigation of the system logfiles showed a communication error between the fdr 4 board (fd receiver board) and the rct. The affected plugs were disconnected and reset and no further errors have been reported. A root cause could not be determined. No further actions are to be taken as there is no negative awareness in regards to the quality and performance of the affected components.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an examination, no x-ray was possible. A system restart was attempted, however, it was unsuccessful. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.